Event description:
It was reported that since 2008, the pt had required intrathecal baclofen dose increases; as recently in 2009 to "curtail painful spasms". The pt used a pt programmer in addition to the pump dosing, boluses were programmed into flex mode dosing, the daily dose was at 970 mcg. Per the reporter, "pa not functioning". Two months later, the pt was admitted to the hospital for worsening tone, dystonic movements, persistent episodes of spasms and storming and pain. No medical cause for the pain was found despite multiple investigations undertaken. The pt also had "coffee ground vomit" and was started on losec. The pt began to take regular oral diazepam and baclofen. Daily dose of itb was increased to 1072 mcg. At about 2 months later, the pt was admitted to the hospital again with worsening spasms. The following medications were added: chloral hydrate, morphine and clonidine. The pt again had coffee ground vomit; the losec dose was doubled and endoscopy was planned. In the following month, the pt was readmitted to the hospital for assessment of ongoing movement problems and distress". The new movement problems were identified as "hyperextension of elbows, repetitive forceful tongue thrusting and left leg high amplitude movements". A 100 mcg bolus of baclofen via the pump provided some positive response, although not dramatic. Lumbar puncture via sacral exit foramen to deliver a bolus dose of baclofen 120mcg was performed. The pt was noted to have a positive response; "less movements but not totally floppy" at 4 hours. The itb programming was changed to 3 hourly boluses of 120 mcg post lp with minimal background dosing. Fifteen hours post lp, the pt became very floppy with low blood pressure; "urgent medical review was required". No change was made to pump dosing as the pt's tone was good, and remained so for the next 9 hours. Twenty-four hours post lp, the pt returned to "being distressed with abnormal movements again". It was noted that whenever the pump program changed, some positive changes were noted by the pt in regard to the "movement problems". The pt's response was "totally unpredictable". At about one month later, the pump was replaced due to sub-optimal pump function and under-infusion; the catheter was left intact. The new pump was programmed to deliver continuous infusion of 770 mcg. The pt's new condition was much improved immediately post-op. Following pump replacement, the pt has significantly improved symptom relief with decreased spasms, left leg movements, tongue thrusting, distress and pain. The pt was off all oral medications. The pt had a new pa which was programmed for maximum of 50mcg boluses 4/day; has not used the pa.

Manufacturer narrative:
This report is being submitted late due to a delay by a manufacturer employee. A process improvement plan and training are in place.